Event description:
The surgeon was placing a right internal jugular catheter for a potential ECMO when he met resistance and removed the guidewire. A postop neck CT revealed a retained guidewire that broke off when the surgeon removed the device.